Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Eval method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(4) 2015 to report that a (B)(6) year old male pt had an open wound on his back from the electrode belt cables and vibration box. It was reported that the pt had seen his doctor for the skin condition, and the pt is now putting cream on it every day. It was later reported that the pt's wound was healing beautifully.